Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective therapy. X-rays were taken and revealed lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2017. During the procedure, the doctor repositioned the lead. The doctor also implanted an additional scs system to provide effective therapy for the patient. Surgical intervention resolved the patient's issue.